Event description:
The customer reported that the system intermittently failed to produce fluoroscopic x-ray. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The connections on the camera and power supply was evaluated. The system was tested and found to be working as intended and returned to service.